Event description:
During review of the event history of a colleague pump by baxter personnel, it was discovered that a battery depleted set alarm occurred twice during infusion and caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). This device is currently being evaluated by baxter. A follow-up medwatch report will be submitted with the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is a depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review has been performed and the device has not been previously serviced prior to this event. A device history review has been performed and there were no exceptions noted during the manufacturing of this product.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).